Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Reportedly, the customer wore the pump against the skin. Blood glucose was 334 mg/dl. Reportedly, customer filled the cartridge with cold insulin and did not perform the air removal step prior to filling the cartridge with insulin. A new cartridge was loaded and the pump performed as intended. Reportedly, insulin delivery was resumed.